Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insert of tray and bottom inside of tray had the plastic coating peeling off the tray.

Manufacturer narrative:
Examination of the returned instrument case confirms bracket delamination. A search of the complaint database for this product code found additional reports of bracket delamination. The root cause of the bracket delamination is unknown. Review of the as400 found this lot was manufactured in 2008 and is over 8 years old. Repeated use over time is a likely factor. Based on the low frequency of reported events of bracket delamination, no corrective action is being pursued at this time. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.